Event description:
It was reported that as the surgeon inserted the cq2015a three piece lens and a haptic got caught and tore in the injector. The lens was removed without any patient injury.

Manufacturer narrative:
(B)(4). Conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).